Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming properly. A second device also produced malformed clips. Another like device was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.